Event description:
I performed a laparoscopic appendectomy. We have recently been required to switch to the use of ethicon endo-staplers. I used the 2.0 mm/vascular load on the mesoappendix. I fired the instrument 2 separate times. There was significant pulsatile bleeding from both staple lines. I had experienced this problem in the past. One of my partners has had the same problem with this instrument.